Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The service was found out of specification in relation to the reported white screen which was reproduced during evaluation and found to be caused by a failed standard battery. The battery was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. There was no patient involvement. No additional information is available.